Event description:
It was reported that a balloon rupture and detachment occurred. The target lesion was located in the iliac artery. An 8.0x40x75cm express ld vascular stent was selected to treat the target lesion. The stent was correctly positioned. The balloon of the stent delivery system ruptured at an unknown pressure at the end of the inflation. A portion of the balloon detached and it was noted that it was very difficult to recover it. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was received in two sections as a result of a break at the proximal edge of the proximal balloon bond site. An examination of the break site found that it was stretched. The proximal and distal balloon bond sites were intact. An examination of the balloon found no tears or holes in the balloon material. As a result of the break in the shaft it was not possible to inflate the balloon in order to test for potential balloon leaks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture and detachment occurred. The target lesion was located in the iliac artery. An 8.0x40x75cm express tm ld vascular stent was selected to treat the target lesion. The stent was correctly positioned. The balloon of the stent delivery system ruptured at an unknown pressure at the end of the inflation. A portion of the balloon detached and it was noted that it was very difficult to recover it. No further patient complications were reported.

Manufacturer narrative:
(B)(4).